Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale printing on a bd plastic non-sterile luer-lok¿ tip syringe was discolored before use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation results: two photos were received by bd (B)(4) and evaluated. They depicted two assembled 5ml syringes from a reported batch #7239855 (p/n 301027). One syringe had faint print around 3ml graduated scale marking, however the print was fully legible and is considered acceptable per product specification. The second syringe had a part of an ink ring outside the print area near the flange. The partial ink ring, although cosmetic defect, is considered rejectable due to its thickness. A device history record (DHR) review for batch 7239855 (p/n 301027) was performed, a quality notification review indicates that a quality notification was generated on 8/30/2017 for missing print during manufacture of this batch. Product was requalified per applicable aql. Skewed scale and ink buildup on the ink tray, resulting in printer adjustment and cleaning were observed at the start of batch 7239855. Printer adjustments, including replacing defective pad roll were documented performed to address the qn above before production resumed. Batch 7239855 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root cause, the ink ring is possibly due to ink build up on the edge of ink tray. Actions were taken at the time the defects were found during production. No additional actions are required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.